Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model#: sc-4316, lot #: 16533479, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient's ipg site was in severe pain that extends into the right groin and thigh. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg site was in severe pain that extends into the right groin and thigh. The patient will undergo an explant procedure.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient's ipg site was in severe pain that extends into the right groin and thigh. The patient will undergo an explant procedure.